Manufacturer narrative:
(B)(4).

Event description:
It was reported that, preoperatively, there were filling difficulties which were specified as follows: they were able to remove 38 ml. The syringe came off; ¿potential air fill the pump.¿ they were only able to fill the pump with 18 ml of clonidine, and then aspiration or filling of the pump was no longer possible. As a result of the event, the device was not implanted and a different product was used. Diagnostic testing or troubleshooting was reported as ¿multiple tentative to aspirated and fill pump.¿ the product issue was not resolved, and the cause of the issue was not determined; the pump was to be returned. The pump was being filled with clonidine, but delivery did not occur as the event took place preoperatively; the device was never implanted. No patient symptoms were reported. Subsequently, it was reported that a manufacturer refill kit needle was used, but the 3-way valve and syringe were from another manufacturer.

Manufacturer narrative:
(B)(6). The return date in d10 was corrected from (B)(6) 2014. Analysis of the pump revealed that there was 16 ml of fluid aspirated upon arrival to the lab. The pump had never been implanted, due to not being able to fill with more than 18 ml of clonidine. All pump logs were clean; meaning no motor stalls, no motor stall recoveries, of errors of any kind were found in the pump logs. The pump went on to pass all non-destructive testing. The pump was then filled with 37.5 ml of sterile water and then aspirated. This process was repeated five times, with no aspirating / filling issues encountered. The pump was then aspirated and filled with 20 ml of sterile water, aspirated and filled for a total of five times, and no filling/aspirating issues were encountered. As there were no problems recorded in any of the pump logs, and the allegations could not be reproduced in the rpa lab, it has been decided to not do destructive analysis on this pump. This preserves the pump too have these tests done in the future if the need arises. No anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.